Manufacturer narrative:
(B)(4) - the consumer is a female whose age, height and weight are unknown. The consumer stated that she was going over a slight threshold when the front left caster allegedly popped off the wheelchair. Consumer was referred to a local dealer for service and repair. No RMA issued. No injury alleged.

Event description:
Customer alleged while going over a slight threshold, the front left caster completely popped off. No injury alleged.